Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A customer reported to fresenius (B)(6) that a 2008k2 system was ultra filtrating by more than 400 or 500 grams while a patient was in treatment. The patient completed treatment on the same machine without incident. There was no indication of patient harm, or adverse event. A fresenius (B)(6) technician was scheduled to service the reported machine. Upon inspection, the technician found that the ultrafiltration (uf) pump was damaged. The cause was not determined, however, there was no burn damage nor melted components noted. The technician replaced the uf pump and verified it was functioning correctly by performing functional tests. The system was disinfected and left ready for use. This report was received from a list supplied by fresenius mexico.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. An on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The on-site investigation confirmed the alleged event and determined the cause of the reported problem was due to a damaged uf pump.